Manufacturer narrative:
Corrected information has been provided in b2. A review of the previously submitted report identified that the date of death was inadvertently omitted.

Manufacturer narrative:
Additional information was received on december 8, 2025. Codes added: death (f02), hemodynamic instability (e2343). Codes removed: no signs, symptoms or patient involvement (e2403). Clinical assessment: a 79 year old male presents after a acute myocardial infarction in cardiogenic shock stage d. During preparing the device there was a purge sensor fault and the aic was replaced. The patient had va ECMO and a ventilator placed initially, then had the cp placed on (B)(6) 2025. The rupture was a complication of ami and was present before impella was inserted. A thoracotomy was performed in the catheterization lab and closure surgery was performed. Physician said that it is not related to impella. There are multiple comments in the documentation stating the ruputre was not related to the impella which was still implanted at the time of death. These incidences are being reported indicating that the patient¿s death was unlikely cause by the aic but the death is being reported conservatively. The manufacturer's reference number: (B)(4).

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information from the complainant indicated that the patient had expired from a rupture as a complication of acute myocardial infarction that was present prior to impella treatment. The complainant stated the rupture not attributable to impella.

Event description:
The complainant reported that the malfunction occurred at the pressure transmitter during priming. It was resolved by replacing the control device. There was no health impact.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.